Event description:
Boston scientific received information that the patient cannot lie on her side, feels sick to her stomach and can feel thumping on her chest. These sensations come and go but were felt when she lies on her right side. The patient denied any aggressive movements or arm motions and claimed that she is very calm. Additional information was received indicating that this lead was dislodged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No indication was given regarding if the lead was revised or not.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.